Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they called their managing health care provider (hcp) office to let them know that the battery was moving in their back and they could feel it flipping. The patient stated the hcp had them do an x-ray and the x ray showed that the implant was twirling. The patient stated their hcp wanted them to wait until a manufacturer representative (rep) could be in their office to see them but that was still 2 weeks away (the patient said the appointment was scheduled for (B)(6) 2026) and in the meantime, every day the patient stated their implant flipped at least 6 times. The patient stated all they had to do was sit down (like when they went to the bathroom) the implant would move or stand up and it would move/turn in the pocket. The patient said it was not comfortable and they were concerned about the flipping because they'd read the more flipping that happened, the more damage that could be done. The patient asked why the hcp needed a rep to come in to check their implant when an x-ray had already been done to confirm the situation. The patient wanted to know why couldn't they just move forward with the process especially since the patient would need to wait another 10 days after the appointment to stop taking their plavix before a procedure could happen. Patient services reviewed the role of the representative with the patient and redirected the patient to follow up with their managing healthcare provider to further address their concerns about the time frame and the discomfort they were experiencing with the implant moving around. Patient services asked the patient when the issue with the implant moving started and the patient stated that it started shortly after it was done in (B)(6) 2025 and that they kept thinking they were just imagining things but then they went online and saw that it could happen and they weren't imagining it however they also read that "the twirling part" was not common. The patient said they were told it was because they'd lost weight but then mentioned medical history and said with their previous ins that they had for years, they lost 100 pounds and it never moved so they didn't understand why if they lost 10 pounds this time around, why would one implant shift but the other wouldn't? The patient said their current manufacturer company implant had been placed in the old pocket of their previous implant. The patient to follow up with their hcp office. The agent received a call from patient on 2026-may-04 in regards to the same issue previously reported. The caller stated that their ins was " twirling around" and would like a rep to be at the next appointment they had on (B)(6) 2026. The agent sent a message to the field with the caller's request. Later the same day, a rep reported that they would be at the office on that day and would reach out to the patient to confirm.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.